Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the set deaeration chamber was cracked, which allowed the leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the deaeration chamber of an oxiris set was observed to be cracked and leaked during priming. There was no patient involvement. No additional information provided.